Manufacturer narrative:
Additional information: device evaluated by MFR?, evaluation codes. Evaluation summary: post marketing vigilance (pmv) received two suturing devices opened by the account with the appropriate display box and blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instruments. Witness marks on the bevel wall were observed for instrument 1. No sheering on the toggle switches was noted for either device. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend for needle disengaged and component disengaged into cavity complaints on (B)(6) 2016. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Sulu was not received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The suture and needle came off of the device and fell into the cavity of the patient. Nothing was left behind, everything was retrieved from the patient with a laparoscopic instrument. There was no patient injury.